Event description:
The technical service center received the homechoice device for regular maintenance. The engineer confirmed the burnt part on the j4 connector of the accomp board. There was no allegation about the burnt part from the customer.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The technical service center received the actual sample for evaluation. The engineer performed evaluation based on the failure analysis procedure. The engineer confirmed that there was a problem on the j4 connector of the accomp board and heater pan. The reported issue was confirmed. The root cause of this problem was a defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.